Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 500. It was stated that the infusion set was changed twice while in the hospital, but the high glucose levels persisted. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was also programmed correctly. Nothing further was reported.